Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the 8mm tip-up fenestrated grasper instrument had damage to the distal tip. A cable was broken. It is unknown if any post-operative test(s) to look for fragments in the patient were performed. There was no report of patient involvement.